Event description:
It was reported by the patient that he believes his device was not implanted properly. When the patient woke up following his implant surgery he saw that his penis was at a 45 degree angle. He spoke to his physician who stated once he inflates it, it will be ok.